Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was 10.4 mmol/l. No significant events leading up to the alarm were recalled. The insulin pump was reportedly not exposed to any strong magnetic fields. The customer was advised to revert to a back-up plan. Nothing further was reported. Nothing further was reported.